Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, system driving slowly, although the drive wheels not working. After looking at the system, the clutch was disengaged. Once the clutch was engaged system was driving as intended. Representative was also told that the door was not able to be opened. The pendant and hand switch had tape covering the buttons. Removed all of the tape from the pendant and the hand switch. When the tape was removed the buttons on the pendant and the hand switch was working as intended. Returning system to customer as working. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000174. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the unit was driving in a "sluggish" manner, required significantly more effort than usual to move. There was no patient involved. Additionally field service engineer stated that the door was not able to be opened.